Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow bleed during dialysis. The physician replaced the adapter with another new one. The patient was involved with no injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this reported issue were found. There are no non-conformances related to the reported issue for the involved lot and there were no changes identified that may impact the product/process related to reported condition during a period of six months prior to the manufacturing date. The actual device involved was a permcath catheter; however the sample received was a mahurkar catheter. The catheter did not present signs of use. Visual inspection was performed and it was observed that the adapters were detached from the extensions and were not presented in the sample returned. The product related to this complaint (permcath catheter) was not returned for evaluation; based on visual inspection cracks or defects were not confirmed on the sample received. Additionally the instruction for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered over tightening the adapter. This particular failure mode is being addressed by a corrective and preventive action (CAPA). There are no additional actions required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.